Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance programming his new insulin pump. The patient's blood glucose was 456 mg/dl, which the customer treated with the insulin pump. Troubleshooting was declined for the high blood glucose. The customer was assisted with programming the insulin pump with his settings. No products were returned or replaced.